Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly on (B)(6) 2023 the customer went to the emergency room (ER), and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 400 mg/dl, with high ketones. Ketone levels identified by their health care provider as life threatening. Customer attempted to address the elevated (bg) by delivering a correction bolus via the pump. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released (B)(6) 2023 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.